Manufacturer narrative:
The insulin pump had no unexpected excess no delivery alarms noted during testing. The insulin pump passed displacement test and rewind test. Motor error alarmed during basic occlusion test due to loose and flush drive support disk noted. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer has been changing sites and insulin has not been coming out. Customer has been receiving no delivery alarms and the last time the pump alarmed, insulin did not come out. Customer had two no delivery alarms in the past and fixed them by removing the battery and pushing on the drive support cap. Customer stated that the drive support cap is sticking out at times. Customer's blood glucose level was 400 mg/dl. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.